Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative that reported when the lead was removed from its sterile packaging, it was very clearly and irreversibly bent, roughly 20 degrees at the halfway point. The plastic cap that protects the top of the lead and stylet was already detached and knocking around in the tray. This was found during procedure. The plan was to implant the lead but when it was removed it was too bent to even use in the lead measuring tool. A new lead was opened and used and the issue was resolved at the time of report. No symptoms were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a company representative reported that the lead was bent and the end cap was missing and it loosened in the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.